Event description:
(B)(4). Teeth broke and had to get some other teeth pulled cause of pain, hair falling out, joint pain, pain on left side from hip all the way to my knee, forgetfulness, just plain tired, no energy what so ever, I use to be athletic.